Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and when additional information is received, a follow-up report will be submitted to the FDA. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ (B)(4).

Event description:
It was reported that the patient underwent a left total hip arthroplasty in 2008. Subsequently, the patient was revised on (B)(6) 2014 due to inflammatory response caused by metal on metal articulation and metal debris. The modular head and acetabular cup were removed and replaced.